Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition could not be duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA regarding a motor device in which an air leak was observed. It was unknown to the reporter when the alleged defect was observed. It was unknown to the reporter if any delays were reported or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. No additional information was available.